Event description:
The customer claims that the sensor pad is working intermittently when pressure is off the sensor pad. When pressure is off the sensor pad the alarm does not have an alarm tone. Sometimes there is a continuous alarm tone when pressure is on the sensor pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received. (B) (4).